Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
An attorney representing a user facility reports one pt with "central islands" in both eyes following refractive surgery. The pt underwent an enhancement approx 2 months following the initial procedure to treat an overcorrection. The reporter also stated the pt has 'poor best corrected acuity and an erratic refraction'. Add'l info has been requested. This report is for the left eye, the right eye is being reported under manufacturer report #1061857-2007-00498.